Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient had an adhesive issue as the infusion set was pulled out/fell off during use unintentionally. The infusion set had been used for the third day. At the time of the event, her blood glucose level was reported in 400s mg/dl which they tried to treat with a multiple daily injection. On (B)(6) 2021, she was taken to the emergency room, as her blood glucose level was 517 mg/dl and she experienced diabetic ketoacidosis and passed out. Further, she stayed in the emergency room for five days and was administered fluids of saline, insulin, and an unspecified medication intravenously (drug name unknown) which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage. No further information available.